Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ia endoleak and secondary procedure is confirmed. This is consistent with the reported adverse event/incident. During the investigation, endologix found reasonable evidence to suggest the device was implanted outside the indications of use due to the right common iliac aneurysm measuring 5.2cm (IFU requirement is 10-23mm). This finding was discovered during an examination of the discharge summary dated (B)(6) 2013. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being stable post successful endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure during routine follow up, a pau (penetrating aortic ulcer) developed above the previously implanted afx bifurcated stent graft and a type 1a endoleak was identified. Re-intervention was completed successfully. The type 1a endoleak was resolved by implanting a ovation ix limb extender no endoleaks observed post re-intervention.